Event description:
Systems board on electronic monitor failed, no alarms sounded. Pt was found unresponsive in respiratory arrest. A dr stat was called, the pt was resuscitated and taken to cardio-vascular ICU where he later died. The MFR's repair service tested the equipment and replaced the system board.